Event description:
On (B)(6) 2010, pt reported vertical lines appeared on the infusion device display. Pt stated he was taken off of the insulin device for 2 months after having a heart attack. Pt reported he went back on the infusion device on (B)(6) 2010 and the next day after reconnecting to the infusion device he noticed the lines on the display. Pt stated he changed the battery and the lines were no longer on the display screen. Pt reported the incident recurred on (B)(6) 2010. Pt stated there was no low battery alert displayed on the infusion device screen during both times the issue occurred. Had pt change to a new battery. Pt reported the lines persisted, but they were not as consistent. Pt stated the screen was hard to read and it affected his ability to read the insulin amounts. Pt reported he was able to make out the number, but it was hard to see because of the lines. Pt stated the dark line ran from the left side of the display to the beginning of where the date was displayed. Pt reported the lines ran vertical from the top to the bottom of the display. On call back from pt on (B)(6) 2010, pt reported he wore his infusion device during a stress test on (B)(6) 2010. Pt stated there were no x-rays but there was radiation. Advised pt to always remove the infusion device during procedures like that. Pt reported that he may have seen the lines on the screen prior to that appointment but he isn't sure. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.